Event description:
It was reported the camera head had communication error e221. The issue occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a defective camera cable. A definitive root cause could not be identified. It is likely that the cable failure could have the customer's allegation. The internal ccd may have broken down. Therefore, it is possible that the normal communication was not possible and error e221 occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.